Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause was not reported. On the same day as the onset, the patient was hospitalized for the event and began treatment with ceftazidime (discontinued on the same day), and vancomycin (discontinued after 12 days). A day after the onset, the patient was treated with fluconazole (100mg, discontinued after 20 days). At with at the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.